Event description:
The report is from the study. The pt had elevated troponin post-procedure. A mo and 19 days later after the index procedure, the pt was hospitalized for congestive heart failure. Addendum: 2008. The pt died in 2007, due to congestive heart failure. It was considered a cardiac death. There was no evidence of stent thrombosis or mi. An autopsy was not performed. The event was classified as unrelated to the study devices.

Manufacturer narrative:
The pt presented to the cardiac catheterization unit and 3-vessel disease was found. Two lesions were treated during the index procedure and a staged procedure was planned for "other" reasons. The primary indication for intervention was a previous myocardial infarction at an unspecified time. Pre-procedure cardiac enzymes were not checked. Pre-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Intra-procedure mediations included aspirin, clopidogrel and unfractionated heparin. Pci was performed with an 80% de novo lesion in the proximal circumflex of 10 mm in length in a 3.5 mm vessel diameter. The (b2) eccentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. A 2.75x13 mm cypher select stent was deployed at 20 atmospheres (atm) with satisfactory results by direct stenting. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Pci was performed next on an 80% de novo lesion in the proximal left anterior descending artery (lad) of 8 mm in length in a 3.5 mm vessel diameter. The (b2) eccentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. A 3.5 x 18 mm cypher select plus stent was deployed at 22 atm with satisfactory results by direct stenting. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. There were no procedural complications post-procedure troponin was 4 times above the upper normal limits at the 6-24 hr interval. The pt was discharged on the following day. Post-procedure medications included permanent aspirin, permanent clopidogrel, statins, ace inhibitors and beta-blockers. Telephone contact was made with the pt approx 30 days later at the 1-mo f/u interval. The pt was asymptomatic. Post-procedure medications remained unchanged. The pt had a planned staged procedure five days later, as planned during the index procedure. Pci was performed on a lesion in the mid right coronary artery (rca) with 80% stenosis. It was treated in an unspecified manner and the residual diameter stenosis measured 0%. This event was classified as unrelated to the study device. Approx 6 1/2 weeks later, the pt had persistent congestive heart failure and the pt was hospitalized. This event was classified as unrelated to the study device and procedure. Approx 3 mos later, the pt was hospitalized with a trans ischemic attack. It was classified as unrelated to the study device and procedure. Telephone contact was also made with the pt at the 6 mo f/u interval. The pt was asymptomatic. Post-procedure medications remained unchanged. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt. A female from the clinical study expired in 2007, due to congestive heart failure approx 6 mos post index procedure. Past medical history included, hypertension, diabetes, myocardial infarction (mi), and a family history of coronary artery disease. The pt's history puts her at increased risk for mace. The indication for the procedure was a previous q-wave mi. The pt was diagnosed with 3-vessel disease and the lvef measured 30-50%. Two lesions were treated during the index procedure and a staged procedure was planned. The pt rec'd a 2.75 x 13 mm cypher select in the proximal circumflex and a 3.5 x 18 mm cypher select in the proximal lad during the index procedure. Troponin post-procedure was 4 times above the upper normal level (unl). Five days post index procedure, the pt underwent the planned staged procedure to treat a lesion in the mid rca. Details of this procedure were not reported. Medications at discharge included aspirin, clopidogrel, oral antidiabetics, statins, ace inhibitors, and beta-blockers. One mo later, the pt was hospitalized for 10 days due to persistent congestive heart failure. The event was unrelated to the study devices. Four mos post index procedure the pt experienced a tia. The event was unrelated to the study devices and the pt was discharged six days later. Six mos post index procedure the pt's cardiologist reported the pt died due to congestive heart failure. There was no evidence of stent thrombosis or mi. An autopsy was not performed and the event was classified as a cardiac death. The prods remained implanted in the pt and are thus not available for eval. A device history record review was performed and showed that these lots of prods met all requirements per the applicable mfg qual plan. Congestive heart failure is a weakening of the heart muscle typically caused by myocardial infarctions. The strength of the left ventricle's ability to contract is measured by the ejection fraction. This pt's ejection fraction was 30-50% pre index procedure. Based on the info provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. However, the pt's critical medical history in conjunction with a low lvef and extensive coronary artery disease may have contributed to the event. This is one of two prods associated with the reported event that were submitted under the following mfg #s: 9616099-2008-01477 and 9616099-2008-01478.